Event description:
A caller reported an issue with a cgm error labeled as error 42. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller by providing information for a complete pump reset and guided them through the reset process. After the reset, there were no recurrences of the cgm error, and the caller successfully started a new sensor session.